Manufacturer narrative:
(B)(4). Ge healthcare service sent the needed part for replacement by the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the manual bag port was broken preventing manual ventilation. There was no report of patient involvement.